Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose rising to 267 mg/dl after a recent meal announcement and supply changes, followed by a decline to 161 mg/dl after a subsequent site and cartridge change; no device alerts were reported. Symptoms included elevated blood glucose without ketone testing, without dehydration symptoms, and without loss of consciousness. Outcomes included no need for backup therapy, no medical intervention, and no assistance from others. Investigation included troubleshooting and user education by phone, inspection of the infusion site and cannula during component changes, and monitoring of glucose trends. Investigation of this case revealed an unclear cause of hyperglycemia with no observed hardware defect in the infusion components and resolution after site and cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.